Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2180864 of echo-19 returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 nov 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device. Device returned with approx. 7.5cm of distal end of needle advanced outside sheath. Kink below sheath extender observed. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance needle handle but unable to. Needle removed from device and needle break below sheath extender observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2180864 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. However, a probable cause for the proximal kink below the sheath extender can be attributed to the needle breakage, potentially resulting from a combination of a hard lesion and the scope's flexed or twisted position, as stated in q21 and q22 of the additional information. Summary: according to the customer, sheath kink was observed. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory a probable cause for the proximal kink below the sheath extender can be attributed to the needle breakage, potentially resulting from a combination of a hard lesion and the scope's flexed or twisted position, as stated in q21 and q22 of the additional information. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16-jan-2025.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User puncture the pancreas neck and head hypoechoic corpuscle while found out the sheath area kink. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Updated on 18nov2024 tp: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Proximal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Yes, after inserting the device into the scope 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas neck a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 6. Please describe the size of the intended target site.25.3*24.8mm. 25.3*24.8mm. 7. If not with the device in question, how was the procedure performed and/or finished? With another one. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus gif-uct240, gif-uct240. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 22. Was needle penetration of the targeted site difficult? Yes. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k)#: k210476. Supplemental correction report is being submitted following a review of this complaint file. Lab evaluation: 26 nov 2024. Visual inspection: stylet returned separately to device. Device returned with approx. 7.5cm of distal end of needle advanced outside sheath (ruler ipe-0402) kink below sheath extender observed. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance needle handle but unable to. Needle removed from device and needle break below sheath extender observed. Multiple queries with ci on kink below sheath extender and needle break. This information does impact on the ae assessment. Conservatively reassessing for proximal needle breakage. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'proximal needle breakage¿. No adverse effects to the patient have been reported as occurring.

Event description:
Supplemental correction report is being submitted following a review of this complaint file upon completion of the lab evaluation of the returned sample on 26 nov 2024.